Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal. This report is submitted on june 06, 2024.

Manufacturer narrative:
This report is submitted on may 06, 2024.

Event description:
Per the clinic, the patient experienced subsequent loss of connection to the internal device. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2024. It is unknown if there are plans to re-implant the patient as of the date of this report.